Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user's blood glucose level increased from 180 mg/dl to 286 mg/dl with a bolus. Reportedly, there were no drops of insulin seen at the end of the tubing. Reportedly, the insulin appeared to be gel like. The user would change the cartridge, tubing, and site.